Event description:
New information notes that the device was successfully reprogrammed and the oversensing has been resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up. Post-paced t wave oversensing was observed on stored egms. Programming changes were recommended. Device remains implanted.